Event description:
It was reported that the pump touch screen was delayed in responding to touch. During trouble shooting it was discovered pump is functioning as intended. Cts educated caller that the pump prioritizes tasks and completes high priority tasks first. A delay can occur when a requested task has a lower priority than another task. The desired task will be completed after the higher priority task(s) are completed. Cts provided best practice tips for interacting with pump touchscreen. Caller understood and acknowledged. The customer's blood glucose level was 600 mg/dl. At time of troubleshooting customer had taken no action to address bg. The customer continued to use the pump for insulin therapy.